Manufacturer narrative:
On (B)(4) 2013 confirmed hole in the hospital wrap of one unit. Root cause is undetermined. Failure analysis: one unit was returned with opened packaging and product labeling. The hospital wrap had a hole on the bottom of the tray between the compartments in the large and small portions of the single deck tray. Device history review: a review of the lot history record indicated the inspections were performed as required and no nonconformance was found during the tray build process. There are no related variances, ncmrs, hhes or change control. Trend analysis: a review of complaints for the last two years revealed similar complaints related to damage hospital wraps. A CAPA has been initiated. Based on the reported information and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will documented for recurrence and trending purposes.

Event description:
Hole in the white tray wrap.